Event description:
It was reported that a high drain alarm occurred at power up on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of the device logs verified the reported issue of high drain alarm. The device has been received but the evaluation has yet to be completed. The device was received operational and the logs were successfully downloaded. The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice rite electrical and functional testing specifications. A check of the pneumatic system found the pneumatic system working to specifications. A short simulated therapy was performed and passed successfully. Upon conclusion of the investigation, the cause of the reported issue was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted. Should additional relevant information become available, a follow-up report will be submitted.